Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer's representative was privy to information through an anonymous group of caregivers through the hearts of valor program. A caregiver stated that their wounded warrior had a pain stimulation device for trauma received when in war. The caregiver did not know what specific kind of device her husband received. At one point, it was reported that these were related to infusion pumps. Later, it was stated to be ¿definitely¿ a product that had electrodes of some type that were inserted into the patient¿s back to try to control chronic pain. Ultimately, the device this person received was unknown. The first complaint was that the physician did not use an MRI compatible device and the patient needed mris. According to the caregiver, the caregiver nor the patient were informed it would not be compatible. Second, according to the caregiver, the device ¿didn¿t work properly¿, the patient was in chronic pain, and the patient¿s physician didn¿t address the issue. In that, the patient had to have an MRI, but the physician would not remove the leads. The patient ended up going to a second physician and had the complete system removed and/or the leads removed and received the MRI. The caregiver emphasized that the device was ¿terrible.¿ it was not known if the ¿failure¿ was related to the device or not. The manufacturer's representative knew it happened in the last five years, and that the device was placed a significant amount of time after the traumatic events happened. The caregiver stated she had not contacted manufacturer's representative about this event. The manufacturer's representative just became an employee last week and was notified of the event in late september 2014, which was before they became an employee. The manufacturer's representative was notified by the caregiver, and could not report the name of the person who told them of the event, nor did they know the name of the physician. The manufacturer's representative did not know of any troubleshooting done. The patient no longer had the device, and had no plans to get another. However, the patient continued to have chronic pain. No outcome was reported, but further follow-up was not possible.